Event description:
The reporter said that it was 2 weeks after the pump replacement surgery that the patient started to walk awkwardly, and the patient said something was ¿wrong¿. The patient was taken to the physician and an x-ray confirmed that ¿both ends of the catheter came out¿. A second surgery was done to reconnect the catheter to the pump and ¿to the spinal cord¿, and the patient did not have any problems for a while. A couple or three weeks after the revision surgery to reconnect the catheter again, all of a sudden the patient suffered from numbness that started in his feet and then started ¿creeping all of the way¿. The reporter said they did all kind of magnetic resonance imaging scans (mris) ¿and everything¿, and they all came out negative. Both the neurosurgeon and the radiologist said that everything looked ¿good¿ when they looked at the mris. The patient was still suffering from the numbness. It was reported that the patient¿s legs were getting numb and ¿then everything¿ and that's when the patient was taken to the emergency room. All of a sudden, the patient started to have ¿all kind of numbness and tightness, and all that stuff¿. The patient went into the emergency room on a friday, and they took the pump system out the following day on a saturday. A couple of days passed from the first time the patient reported numbness in the legs until the patient was brought into the emergency room; by the second or third day the patient said it was ¿increasing¿, ¿creeping up¿. The patient was in the emergency room for 2 days. It was reported that while he was there, they did every test there was, and ¿even his blood work was negative¿. The patient¿s urine ¿was negative¿, and they did not know what to do. Finally, they did the culture to pull some of the fluid from where the pump was, and that's when they came to the conclusion that there was a bacterial infection. It was reported that the physician did not know if the numbness was related to the pump or the infection but said it could be, and the physician said it could be that the bacteria build up was putting pressure on the nerve to cause the numbness. The reporter thought it was strange to have numbness in the whole leg and in both legs. At the time of report, the patient had been home from the emergency room for approximately 2 or 2.5 weeks, and he was on antibiotic until this past saturday, couple of days ago, and that¿s when they pulled the port out and put the patient on oral baclofen that he was on at the time of report. At the time of report, the numbness was up to his abdomen. They had not seen any drastic change, the numbness was still there, and the patient was complaining from pain on the side of his chest. The reporter said they were not going to think about putting a new pump system in until at least january, february to give the patient¿s body some rest from the 3 surgeries within the last 3 months. The reporter said the patient would follow up with the physician in next week.

Event description:
It was reported that the patient presented to the emergency room (ER) on (B)(6) 2012, with an infection in the pump pocket. The patient had redness around the pump area, numbness and tingling in the feet, and a high sedimentation rate. Fluid was aspirated from around the pump and a culture of the fluid was taken. The pump and catheter were explanted and the patient was taken to the intensive care unit (ICU) where he was put on an externalized intrathecal pump. The patient was weaned off of intrathecal baclofen. It was reported approximately 2 weeks later that following a previous pump replacement (see manufacturer report # 3007566237-2012-00929) the patient was 'walking funny.' Two weeks later the patient had an x-ray and it was determined that the catheter was disconnected at 'both ends.' The catheter was revised. Following the revision the patient presented to the hospital where it was determined there was an infection. It was reported that since the pump and catheter were explanted the patient was still experiencing numbness in his body. The patient had an MRI to rule out compressed nerves and it was reported that 'his spine was fine.' The reporter stated that the patient's infection was 'at the tip of the catheter on both ends.' The patient was at put on antibiotics and oral baclofen. The reporter stated that since 'the hardware' was removed the numbness had not decreased. The patient was experiencing pain in the side of his chest. The device system was used to deliver lioresal (baclofen) 2000mcg/ml. It was not clear what the exact date of explant was. A follow-up report will be submitted if new information becomes available.

Manufacturer narrative:
Analysis of the pump (B)(4) revealed no anomaly found. The pump passed all non-destructive lab testing. Pump was returned for infection. There was a motor stall and recovery in the logs. After doing destructive analysis the technician found nothing significant that may cause the motor stall. There are many factors that can cause a sii motor to stall, for instance emi and magnets ext.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type catheter; product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2012, product type catheter; product ID 8590-9, lot# n315757, implanted: (B)(6) 2012, product type accessory. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.